Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.

Event description:
Follow up.

Manufacturer narrative:
H3 other text: placeholder.

Manufacturer narrative:
The sample is indicated as available for evaluation. As of the date of this report, the sample has not yet been returned. A follow-up report will be provided once it has been received and reviewed.

Event description:
"Rupture of the PICC catheter after the formation of a bubble, accompanied and supervised by thais (technical specialist). Rupture happened after 38 days of use. Catheter insertion on (B)(6) 2020." "PICC 1.9f presented a bubble during the procedure of washing with saline solution, after medications, closing with positive pressure, even without apparent obstruction to the fluidity test in the administration, without triggering alarms of the syringe pump, called thais (product specialist) and she witnessed the formation of a bubble generating a wear of the material in this region with impending rupture. On (B)(6), this bubble ruptured and the catheter was removed and sent to techno vigilance. Catheter was used for antibiotic therapy following the washing routines with saline solution after each use"